Event description:
An increase number of false positive advia centaur troponin ultra (tni-ultra) results have been observed by the customer when patient samples were tested with a new troponin reagent lot. There are no reports of patient intervention or adverse health consequences due to the discordant advia centaur troponin ultra results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00246 on 10/07/2014. The customer observed an increase number of false positive advia centaur troponin ultra (tni-ultra) results. On 11/06/2014 - additional patient information: female - (B)(6). Preexisting medical condition: respiratory disease. Actual test result information provided: reagent lot: 010084, initial result: 0.13 ug/l, new reagent log: 010086, repeat result: 0.036 ug/l. The customer's is assay calibrations and quality control results were within acceptable ranges at the time of the incident. The customer has not observed a similar increase rate of false positive troponin ultra (tni-ultra) results with a previously used reagent lot (010083) and performed testing with a new troponin ultra (tni-ultra) reagent lot (010086). Siemens distributed ufsn (B)(4), rev b. And urgent medical device correction (umdc) 10818632, rev. A for advia centaur systems troponin ultra readypack variability informing customers of a potential issue for reagent lots ending in 078,079, 082, 083 and 084. The notification instructs customers to calibrate each readypack placed on the system and to run controls to ensure accurate control and patient values. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
The cause for the false positive troponin patient result on the advia centaur xp system when compared to the repeat negative troponin is unknown. The customer's assay calibrations and quality control results were within acceptable ranges at the time of the incident. The customer has not observed a similar increase rate of false positive troponin results with a previously used reagent lot (010083). No conclusion can be drawn as actual patient results have not been provided. Siemens distributed ufsn 10818631, rev b. And urgent medical device correction (umdc) 10818632, rev. A for advia centaur systems troponin ultra readypack variability informing customers of a potential issue for reagent lots ending in 078,079, 082, 083 and 084. The notification instructs customers to calibrate each readypack placed on the system and to run controls to ensure accurate control and patient values. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."